Event description:
While driving his motorized wheelchair on a strip of pavement, the beneficiary ended up on his side, damaging part of the wheelchair. No other info available (injury, hospitalization, etc).